Event description:
A malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump, which the customer completed successfully, eliminating recurrence of the malfunction code. The pump was deemed fit for continued use, and the customer was advised to contact support if the malfunction recurs.